Event description:
The customer received discrepant glucose hk gen. 3 (glu) results for one patient sample. The initial result was 140 mg/dl and was reported outside the laboratory. The customer recalibrated and reran quality control. The original sample was repeated three times on the same cobas integra 400+ analyzer and recovered 74 mg/dl, 75 mg/dl and 76 mg/dl. The customer sent a corrected report within an hour and the patient was not treated based on the initial reported result. She repeated three patient samples, all other results were reproducible. The glucose reagent lot number was 63035301. The field service representative determined probe b was leaking which caused the issue. He replaced probe b and checked and cleaned the analyzer. The field service representative ran performance tests. The customer ran quality control and patient samples. All results were within range.